Event description:
Hcp reported pt had no pain relief. Device was not working. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.